Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: when the coil was advanced in a microcatheter, the coil got stuck in the microcatheter. When the physician pulled the coil from the location where he felt it was difficult to advance the coil, the implant was unintentionally detached in the microcatheter. Since the implant was detached in the microcatheter, there were no adverse effects on the patient. The coil was withdrawn along with the microcatheter and successfully removed from the patient. A new microcatheter was inserted into the patient, and another coil was used to continue the procedure. Subsequently, the procedure was successfully completed without any adverse effects on the patient. No patient health damage was reported.

Event description:
No new information has been received.

Manufacturer narrative:
Items returned for evaluation: pusher. Items not returned for evaluation: implant, introducer, microcatheter. The visual analysis of the returned device found that the implant was not attached to the pusher, and the pusher bodycoil appeared stretched along the distal section. The implant was not returned for evaluation. The pusher's monofilament was missing at the attachment bond. The investigation of the returned coil system found the pusher bodycoil stretched along the distal section and the implant separated from the pusher. The implant was not returned for evaluation; furthermore, the attachment monofilament was not present in the pusher. Without the return and evaluation of the implant and monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the implant and monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.